Event description:
The fe reported the system displayed an x-ray switch stuck error message. This message resulted in a loss of fluoroscopic x-ray until the system was rebooted. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put into service.